Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the customer's blood glucose (bg) was 389 mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Although requested, the customer declined to perform a pump system check with tandem technical support. Reportedly the customer reverted to manual injections for insulin therapy.